Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall pt imaging data. No pt serious injury or death was reported related to this event.